Event description:
Doctor was in the middle of a case that had to do with the throat and the doctor noticed smoke coming out of the pts mouth. The product had burned the pt. They were using a covidien pencil with megapower unit.

Manufacturer narrative:
Limited info provided by customer. We are attempting to obtain more details from the end user. According to the info we received, the devices involved are being evaluated by (B)(4). A follow up report will be submitted when megadyne receives the results.